Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the force bipolar instrument that was used during this reported event; therefore, failure analysis investigations could not be performed. Instrument and system log reviews could not be performed due to insufficient event date and product information. A review of the provided image was performed by an intuitive surgical, inc. (Isi) clinical development engineer. The following additional information was provided: there doesn¿t appear to be anything wrong with the instrument; however, there does appear to be tissue trapped in the instrument, in the area between grip tang and distal clevis.

Event description:
It was reported that during a da vinci-assisted parastomal hernia repair procedure, peritoneum tissue became attached to the joint of the force bipolar instrument. The issue arose after more than an hour into the procedure while dissecting the peritoneum and releasing the intestine. Peritoneum tissue became entrapped within the wrist of the force bipolar instrument, despite no bio debris build-up prior to the entrapment. The peritoneum tissue had to be torn to be released from the instrument, although this tissue was not intended to be removed as part of the procedure. There was no bleeding, and there is no concern about this event causing any long-term complications for the patient. The procedure was successfully completed robotically, and there were no post-operative complications. The instrument was not available for return.